Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl and 100 mg/dl. Customer¿s other blood glucose level was 164 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injections. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.